Event description:
I had breast implant surgery in 1996. Four years later I found myself totally disabled. I was diagnosed with chronic fatigue, fibromyalgia, peripheral neuropathy, costochondritis, weakness, numb hands with tingling, profuse sweating with heat intolerance, sleeping 20 hours a day, difficulty breathing, thyroid nodules, liver and spleen pain, with enlargement, extreme weight gain, dizziness, eye pain, ear pain, sore throats, heat intolerance, hair loss 50%, sleep disturbances, epstein barr virus, ms like symptoms and lupus like symptoms and flu-like symptoms along with brain fog and confusion. I didn't associate the implants with the problems until 3 years after becoming totally disabled. I had the implants removed in 2004. Some of my symptoms went away completely and others improved. I'm still suffering from fatigue, achy joints, eye pain, flu symptoms. I've not been able to work in four years due to the implant related illness.